Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Technical support assisted in resetting the pump, and the malfunction code did not recur afterward.